Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. It was reported that segments of the display screen image were missing; thus the display could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 06/26/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: during testing, the pump was powered on and displayed the verify screen with no missing segments; the complaint was not duplicated. Unrelated to the complaint, the display screen appeared dim with discolored text.

Manufacturer narrative:
Follow-up #1 - correction to suspect medical device serial #.